Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery off no power alarms noted. Battery icon display functioned properly during testing. The bolus wizard functioning properly per bolus wizard sample in the user guide. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer felt symptoms of nausea, shortness of breath, muscle ache, and pain in her bones. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and the insulin pump passed the test functions. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer sent their insulin pump back for analysis.